Event description:
Additional information received from a healthcare provider (hcp) stated that the patient had tremors, increased ble dystonia, tachycardia, irritability agitation, uncontrolled/not optimized, spasticity with no logs. The catheter was patency and there was no issue with the pump. They increased the rate to 15 percent with improvement follow up in 2 weeks. The patient weight was 42.6 kilo gram. There was no surgical intervention. Thepatient was stable.

Manufacturer narrative:
See h6 for updated codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient was presenting to the ed (emergency department) with symptoms, and they were concerned that the pump was malfunctioning. The pump was not audibly alarming. The hcp was calling because they wanted to have the pump checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.